Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, msr2_prime , computed tomography (CT) scan revealed there was a 2.7 degree tilt to the left. There was an 8.4 degree anterior tilt. No strut fracture was noted. All 6 of the struts extend beyond the wall of the ivc. The left lateral strut at 3:00 position does appear to extend into the aorta.

Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, msr2_prime , computed tomography (CT) scan revealed there was a 2.7 degree tilt to the left. There was an 8.4 degree anterior tilt. No strut fracture was noted. All 6 of the struts extend beyond the wall of the ivc. The left lateral strut at 3:00 position does appear to extend into the aorta.